Manufacturer narrative:
Product event summary (B)(4): the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during attempted implant of the right ventricular (rv) lead it was placed in several position with high threshold and sensing values in each position, possibly due to patient anatomy. Therefore the rv lead was removed and the existing rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2004; 5054 implantable pacing lead, (B)(6) 2004. (B)(4).